Manufacturer narrative:
A ge service rep performed an onsite investigation. The system's batteries and the battery charger were replaced. The battery charger's voltage was adjusted to 225.2 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and displayed voltage error messages. No pt injury was reported.